Event description:
A moses laser fiber was ready to be used during a cystoscopy, left ureteroscopy with holmium lithotripsy. Upon immediate use, the laser fiber made an alarming pop and zap sound. It also was not providing the same level of energy. The or team determined that the laser fiber was defective, and the nurse circulator removed the fiber from the holmium laser and replaced it with a new one. No injury to patient. The sales representative was contacted and will pick up the defective fiber.